Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) and difficult to open or close (clip jumping) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the device analysis, the cause for the unintended movement (clip open ¿ efaa) and difficult to open or close (clip jumping) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip jumping open while establishing final arm angle. It was reported that a patient presented on (B)(6) 2022 with grade 4+ degenerative mitral regurgitation (mr) and a flail. A mitraclip xtw (20329r294) was prepared and used per instructions for use (IFU). The clip was placed centrally at a2/p2. The clip failed the first attempt to establish the final arm angle (efaa). The clip jumped open from 20 to 100 degrees and then proceeded to continuously open slowly. The clip was removed from leaflet, and efaa was attempted a second time in the left atrium. However, the issue occurred again. The device was fully removed from the patient without issue. Two other clips were implanted after the removal of the first without issue, successfully reducing the mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.